Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating theater for a scheduled procedure. The left ventricular lead was difficult to insert and a clot formulated on the lead. The lead was explanted. The patient was doing fine.